Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 570.6500 has been confirmed due to a bad oridion board. Replaced it a new oridion board. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the bd assy oridion etco2 v1 rohs. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
11/19/2020 12:10:24 rfc_repairs (rfc_repairs). Unknown issue. The customer later stated that the device was not detecting respirations. There was no patient involvement, as the issue was detected upon set-up.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
(B)(4). Unknown issue. The customer later stated that the device was not detecting respirations. There was no patient involvement, as the issue was detected upon set-up.